Event description:
It was reported the device was unable to be interrogate via a merlin programmer during an in clinic follow-up. Abbott technical support suspected the event was due to the device being at end of life (eol) voltage level. A device replacement procedure is anticipated to be performed to resolve the event. The patient was in stable condition.